Event description:
Boston scientific received information that this hospital's risk management associate reported that this acuity whisper view eds cs-j guide wire was being utilized (off-label) in a patient undergoing a percutaneous transluminal coronary angioplasty (ptca). According to the hospital's risk management associate, the procedure was prolonged and this guide wire had been intracoronary for approximately 30 minutes when the tip of the guide wire broke off. The patient left the heart catheterization lab in stable condition and was transported to the intensive care unit (ICU) post-procedure for continued monitoring. The risk management associate reported that this patient "coded" three days later, could not be resuscitated and died. The distal portion of the guide wire remains intracoronary and the proximal portion was retained by the hospital. The progress notes for procedure and when the patient coded were not available to boston scientific for review. There was no report that an autopsy was performed or that the product experience involving the guide wire caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.